Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the spouse of a trial patient. The caller reported that the patient pulled the second lead out. It was indicated that the patient had an appointment with a healthcare professional (hcp) tomorrow. No patient symptoms were reported.